Event description:
Customer reported to beckman coulter, inc. (Bec) that they discovered a crack on the side of the aliquot probe wash station of the unicel dxc 600i synchron access clinical system. Customer reported that wash buffer was slowly oozing out the crack, and crystalizing onto the side of the wash well. Customer reported that the leak was contained within the cta (closed tube aliquotter). Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a crack at the wash station overflow tube. The fse removed and replaced the wash station.

Manufacturer narrative:
(B)(4).